Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 900 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's distal catheter was pulled out of the ventricle. The event date was noted to be (B)(6) 2018. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what troubleshooting occurred. Surgical intervention occurred and the issue was resolved. The patient's status was noted to be "alive-no injury". No further issues were reported or anticipated.